Manufacturer narrative:
(B)(4)

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50mm x 15mm maverick²¿ balloon catheter was advanced for dilation. However, the device was noted to be kinked and could not be advanced. The device was removed from the patient and it shaft broke outside the patiet. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was tightly folded. The hypotube was completely separated 88.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were numerous kinks throughout the hypotube. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred.the target lesion was located in a coronary artery. A 2.50mm x 15mm maverick²¿ balloon catheter was advanced for dilation. However, the device was noted to be kinked and could not be advanced. The device was removed from the patient and it shaft broke outside the patiet. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.